Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead was explanted and replaced due to oversensing. High impedance and undersensing were observed. The patient is stable.